Event description:
It was reported that the device was functioning intermittently during a procedure. The procedure was completed using a backup device. The pt was given extra anesthesia as there was a procedural delay of one hour. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.